Event description:
Event date: on (B)(6) 2023: the patient has had multiple alerts due to rvt-rvc < 200 ohms all rv lead impedances are stable and no indication of a lead issue. Rvtip to rvcoil lead impedance warning on 08-feb-2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).